Manufacturer narrative:
(B)(4). Date sent: 9/13/2023. Upon further review of the reported event and additional information provided, this event is being considered a malfunction.

Event description:
It was reported that during a robotic lar the sureform 60mm was fired to complete the distal transaction. The cdh29p device closed on tissue with the green tissue range in the middle and fired successfully. The green check mark was lit. The device was opened by dialing the knob two full 360 turns and extracted. No unnecessary force was reported to extract. The anastomosis failed the leak test and interrupted sutures were placed to repair the compromised area. 2 full donuts were present. The second leak test was successful, and the procedure was completed. There was a delay. No fragments made. There was patient harm (leaks).

Manufacturer narrative:
(B)(4). Date sent 9/11/2023. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: 1. Were there any issues with staple formation(malformed staples, staple line missing staples, etc.)? If yes, please explain. Not noted, only that staples looked 'loose' 2. Could you please clarify how long was the delay (hours/minutes)? Uncertain, it was necessary to oversew the compromised. 3. Could you please clarify if there were any patient consequences? Patient received a diverting ileostomy to allow time for repair to heal. 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Patient will return to reverse take down the ileostomy. Did the patient experience post-op leak? No, the anastamosis failed the intraop leak test after firing the device. After interrupted sutures to address the leak test failure area, a second intraop leak test was conducted and no issues occurred. Were there any abnormalities with the device when firing? No firing abnormalities were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.